Event description:
It was reported the programmer was broken, too slow, did not interrogate, and not working all the time. It was also reported the radiofrequency (rf) head may be bad. The programmer and three rf heads were returned for service, analyzed and tested out of specification. No patient involvement or complications were reported.

Event description:
It was reported the programmer was broken, too slow, did not interrogate, and not working all the time. It was also reported the rf head may be bad. The programmer and rf head were returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a very slow boot up. (B)(4), (B)(4), (B)(4): analysis found that the cable was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.